Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient still has pain at their ins site since implant. The pain is on the ¿right upper buttock hip area,¿ and this is the side that they sleep on. It was also reported that it still ¿itches¿ at the implant site and actually feels like the ins may have moved up some. It was noted that the ¿itching has gotten less and less¿ over time but is still there. The patient stated that they had discussed this with their healthcare provider and they said that maybe it needs to be moved to the other side, but that patient stated that that was ¿no solution¿ to them. It was recommended that they follow up with their healthcare provider about medical symptoms and direction. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.